Manufacturer narrative:
(B)(4). The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
Note: this report pertains to the first of six microknife rx 3l needle knife devices used during the same procedure. It was reported to boston scientific corporation that a microknife rx 3l needle knife was used during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6) 2020. According to the complainant, during the procedure, when the physician put the cutting wire on the mucusa, the cutting wire broke and detached inside the patient. An additional five devices were used with the same event occurring. Reportedly, the detached parts were retrieved successfully using a rescuenet - retrieval device. The procedure was completed with the seventh microknife rx 3l needle knife. There were no patient complications reported as a result of this event.

Event description:
Note: this report pertains to the first of six microknife rx 3l needle knife devices used during the same procedure. It was reported to boston scientific corporation that a microknife rx 3l needle knife was used during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6) 2020. According to the complainant, during the procedure, when the physician put the cutting wire on the mucusa, the cutting wire broke and detached inside the patient. An additional five devices were used with the same event occurring. Reportedly, the detached parts were retrieved successfully using a rescuenet - retrieval device. The procedure was completed with the seventh microknife rx 3l needle knife. There were no patient complications reported as a result of this event.

Manufacturer narrative:
Correction - block g1 (MFR site facility name): corrected from boston scientific de costa rica s.r.l. To boston scientific corporation. Block h6 (device codes): the problem code 1069 captures the reportable event of cutting wire broken. Block h10: the returned microknife xl was analyzed, and a visual evaluation noted that the needle was broken (detached) and blackened. Additionally, the device working length was stapled in the proximal section, damaging the catheter. A functional evaluation noted that during actuation the needle extended and retracted as intended. No other issue with the device were noted. The reported event of wire break was confirmed. The failure found could be caused by the factors encountered during the procedure, the technique used, the patient anatomy or by the interaction with the scope; also, if the maximum voltage was exceeded or if the device was not in constant motion. It is important to mention that the device returned with a staple in the working length causing damage to the device. This was possibly done to hold the device inside the pouch. Based on all gathered information, the most probable root cause of this complaint is adverse event related to procedure. A review of the manufacturing documentation for this device revealed that no anomalies or deviations related to the event occurred during manufacturing. A labeling review was performed and, from the information available, this device was used per the directions for use (dfu) / product label.